Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported cardiac tamponade occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. The farawave catheter was loaded onto a boston scientific (bsc) starter guidewire and advanced into the left atrium. Resistance was encountered with the starter guidewire when cannulating the right inferior pulmonary vein with the farawave catheter in flower configuration. The procedure was completed and approximately fifteen (15) minutes post procedure cardiac tamponade was identified. The patient was intubated and a pericardiocentesis was performed. The patient was transferred to the intensive care unit for recovery and was discharged three (3) days post index procedure.